Event description:
It was reported that the patient was partly hyperkinetic because they changed the values on their cadd-legacy duodpa pump. The reporting nurse advised that the treating neurologist be contacted urgently in order to set the lock level and the locking time of the extra dosage on the pump in agreement with the treating physician.